Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures using a different model iol in each eye, he has experienced a vision imbalance. The consumer reported that he experiences a visual disturbance especially while reading and performing close visual activities such as desk work. In a f/u the surgeon reported a posterior capsule opacity has been observed. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, lens remains implanted. Results from the product history record review indicated the product met release criteria. The customer indicated the use of viscoelastic cartridge use is unk. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received. (B)(4).